Manufacturer narrative:
The returned system controller was found to function as intended during our analysis. Review of the pump data retrieved from the returned system controller appeared to be consistent with an obstruction in the pump. Based on our analysis of the returned system controller and the pump data recorded, our evaluation could not conclusively determine whether the events recorded in the log file were related to the patient death or occurred post mortem. No conclusion can be made as to the cause of the event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was found down at home with the pump operating. The patient was transported to the hospital where he was pronounced dead. No report of alarms was made to the manufacturer and it is unknown whether the device was alarming when the patient was discovered. According to additional information provided to the manufacturer, the hospital suspected that the patient expired from a pulmonary embolus. The patient's family reportedly declined an autopsy and the lvad was not available to be returned to the manufacturer for analysis.